Event description:
It was reported that the patient reported that the previous night he received a line blocked alarm. Replacements were implemented. The first new infusion set, did not adhere upon insertion. The following infusion set, however, adhered properly and resolved the alarm. The infusion set was loose or leaking. The infusion set did not adhere to the site upon insertion. The operator of the device was the lay user or patient. No patient harm or no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.